Event description:
It was reported that the patient had difficulty charging the ipg and it is not functioning properly. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was kept at the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately beginning of august from date manufacturer was made aware.